Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access reagents were not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse noted ultrasonics were low on both pipettors, and reagent pipettor #2 had twisted tubing causing the erratic results for inhibin a and u3. The fse replaced the tubing, primed pipettor #2 and calibrated the pressure sensor. Fse then ran pipettor matching, low volume pipettor matching and system check, all which returned results within specifications. Note: the previous event at this customer site involving low inhibin a results generated on dxi serial number (B)(6) was described in 2122870-2024-00005. In conclusion, the cause of the event was a hardware malfunction.

Event description:
On (B)(6) 2024 the customer reported obtaining erroneous erratic inhibin a (access inhibin a, part number a36097 and lot number not provided) and erratic ue3 (access unconjugated estriol, part number c22255 and lot number not provided) results on their dxi (unicel dxi 600 access immunoassay analyzer, part number a30260 and serial number (B)(6)). The customer did not provide specific examples of erroneous results. There was no report of change to patient treatment or management in connection with this event. Prior to this event, a beckman coulter field service engineer (fse) had been dispatched to address hardware issues including alignments and belt tensioning. The instrument passed system verification testing and was returned to the customer. However, the customer reported ongoing repeatability issues with ue3 and inhibin a with the instrument. A beckman coulter field service engineer (fse) was dispatched to assess system performance.